Event description:
Device issue: premature deployment. Time of device issue: during the procedure. Adverse event: unintended site. Onset of adverse event: during the procedure. The following was reported via a user facility medwatch report: the stent came off during deployment of the device inside the patient's vessel with it still locked. The equipment failed and prematurely deployed. Additionally, it was reported that during a superior mesenteric artery stenting procedure, while advancing the absolute stent, it prematurely deployed in the aorta. A snare device was used, pulling the stent into the iliac where it was compressed into the vessel wall with another stent. The procedure was completed with an unspecified stent. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.